Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on an unknown date in (B)(6) 2016. The patient was unable/unwilling to say how she manages her diabetes and if she made any changes too her regular diabetes management routine as a result of the alleged product issue. The patient stated that on an unspecified time after the alleged product issue began she developed symptoms of "finger hurts from pricking so often". The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used, the tests strips were stored correctly and not expired and the test strip used completely drew in the blood sample. The cca confirmed that the patient carried out the correct testing steps. However, the patient was unable/unwilling to answer if the issue was resolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.